Event description:
Related manufacturer reference number: 2017865-2021-38194. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was found the patient's atrial lead had a low pacing impedance, and the right ventricular lead had high pacing impedance and was sensing noise. A surgery was performed to address this issue. The surgery was abandoned due to unrelated patient complications. It was reported the patient was deceased due to unrelated complications.